Manufacturer narrative:
The customer¿s report of a leak at the connection to another set was not confirmed. Visual inspection observed no obvious damages or issues. Functional testing of the valves observed no issues. The root cause of the reported leak at connection to another set was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the max zero was leaking at connection site. No patient harm reported. Although requested no other event details provided by the customer.